Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation. See related mdrs: 8030665-2014-00488, 2937457-2014-01060, and 1713747-2014-99988.

Event description:
A peritoneal dialysis pt's wife called and stated that she had to disconnect the pt in fill 1 because of pain in his lower abdomen and had to take him to the hospital. A follow up call was made to the pt's peritoneal dialysis nurse. The pt was being treated at home with intra peritoneal vancomycin. The pt was started on antibiotics on (B)(6). He went to the emergency room in the early morning of (B)(6) 2014 for increased abdominal pain, and was admitted for further treatment of his peritonitis. Per the peritoneal dialysis nurse the peritonitis was caused by poor technique. The pt informed the medical staff that he does not wear a mask while setting up his treatment as he was instructed to. The pt continued with abdominal pain, and cultures of his effluent was taken on (B)(6) 2014. He was admitted to the hospital on (B)(6) 2014 for continuous peritonitis. If the peritonitis does not clear up the pt's catheter will be removed, and he will be switched to hemo dialysis. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation. See related mdrs: 8030665-2014-00488, 2937457-2014-01060, and 1713747-2014-99988.